Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005; mesh was implanted concurrently with anterior posterior colporrhaphy, sacro-spinous ligament vault suspension with mesh and skin tag removal to treat stress urinary incontinence, cystocele, rectocele, and vaginal vault prolapse after hysterectomy. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following mesh insertion the patient experienced pain, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal vault repair after hysterectomy and left buttock skin tag removal due to sui, cystocele and rectocele.